Event description:
Replacement of expired baclofen pump ordered due to an aging pump and a connector that would come off. The patient had the baclofen pump placed approximately (B)(4) years previously.